Manufacturer narrative:
The customer reported that their laser probes were not recognized by the associated system, and an alternate treatment plan had to be used. No further information was able to be obtained from this customer. A review of the manufacturing records did not reveal any related non-conformity during manufacturing for this product. Based on qa assessment, the product and associated system met specifications at the time of release. The system is designed to perform self-checks to ensure proper functionality. If the system detects an issue that may compromise the integrity of the system¿s output, then the system is designed to produce a system message to alert the user and to disable the affected function or system until the issue has been resolved. This is meant to preclude use of a compromised function or system for surgery. If subsystems are disabled or in the event of a total shut down during surgery, the licensed/trained operator should be competent in mitigating the risk of any direct patient harm and allowing a stable intraocular environment to be maintained. In this instance, the operator used an alternative surgical method to complete the procedure. The root cause of the reported event can be attributed to the nonconforming rfid tags. An internal investigation has been opened on this issue. (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A physician reported that after application of gas fluid exchange of a retinal procedure, photocoagulation was required. Five different laser probes were tested and none of them worked, they were not recognized by the system. The laser portion of this procedure could not be completed. An unplanned injection of silicone oil was performed at this procedure. Argon laser was performed on different date.